Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the r-unit was broken and therefore the image in 2d mode was not displayed, and error message e227 occurred. . A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to the following: the outer tube had a dent, the charged coupled device unit was broken, error message e227 occurred, the rms board was broken and therefore the remote switch function was not working, and the video cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.